Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: tm90d0, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported a week ago they ¿had a shutdown of the internal battery.¿ the consumer further reported it ¿happened after the phones were shut down; I had to spend the night in a very painful position. In the morning my wife was able to call them, the customer service number, and they walked us through. My wife did it¿I was bending bars.¿ during the call the consumer used the communicator to confirm therapy was on and the implant was charged to 75%.